Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00x38 synergy drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported.